Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the technologist noticed that sterile pouch of the penumbra system ace 68 hi-flow kit (kit) was compromised upon removal from the product box. The compromised sterile packaging was found prior to use and therefore, the kit was not used in the procedure. The procedure was completed using another catheter.